Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that an infusor had underinfused during patient use. A volume of 110 ml remained in the device at the end of infusion. The device was filled with a solution of 4800 mg of benzyl penicillin. The patient was connected to a double lumen peripherally inserted central catheter (PICC), which had a second lumen running an infusion of flucloxacillin at the same time. There was patient involvement, however, there was no report of adverse event in association with this event. No additional information is available.